Event description:
The pt was implanted with a spectrum contour post-operatively adjustable mammary prosthesis on 5/12/97. Subsequently, the the pt experienced an infection. The device was removed on 2/26/98.